Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had unresponsive keypad. Customer stated that the buttons on the insulin pump were not responding. The customer also stated scratched screen, alarm sound became low, dim back light, insulin pump battery depleting faster and random no delivery alarms. The customer was unavailable for troubleshoot. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.